Manufacturer narrative:
No unexpected blank display anomalies or battery anomalies noted during testing. Passed displacement test and off no power test. The operating currents were in spec. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump has a blank display after a battery cap change. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for display but was unable to have an operable screen. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.